Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
A customer received discrepant gentamicin results for two patient samples. Initial and repeat testing were performed on the same cobas integra 800 clinical chemistry analyzer. Patient 1, initial gentamicin result was 4.0 ug/ml. The same sample repeated gave 0.7 ug/ml. Patient 2, initial gentamicin result was 1.1 ug/ml. The same sample repeated gave 0.6 ug/ml. The initial results were reported outside the laboratory. The physicians called and stated the patients had not been "dosed" yet and questioned the initial gentamicin results. The patients were not treated based on the initial results. The gentamicin reagent lot number was 62136501. The field service representative did not determine the cause of the discrepancies. He performed maintenance, cleaning, performance checks and quality control.

Manufacturer narrative:
The event occurred in (B)(4).